Manufacturer narrative:
The beckman coulter customer technical support (cts) advised the customer to return the unit. The unit will be repaired and returned to the customer if received. (B)(4).

Event description:
The customer stated that rt12 rotor shattered during middle of the cycle run in statspin ssmp centrifuge. The customer confirmed that the safety shield was in use at the time of the event. The customer stated that the lid stayed closed, and no parts escaped. There is no report of injury to the operator due to this event. There is no report of exposure and no medical attention needed.